Event description:
It was reported that the ilet user, new to the inset infusion set, was unable to re-prime and lock the spring of the infusion set during a supply change. This resulted in an initial interruption of insulin delivery and a blood glucose of 249 before the user changed the inset and completed the process successfully, with the ilet displaying a bg run expired alert. Symptoms included hyperglycemia and tingling in the toes. Outcomes included a delay to treatment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a use error consistent with incorrectly deployed infusion set, while no problem was detected with device function after the set was replaced. It was concluded, based on previously established findings for similar reports, that the cause was use error.